Manufacturer narrative:
Procedural cine images and pre-operative CT were submitted for review. However, procedural echo and annulus information were not provided. The following observations and impression were made by an edwards physician proctor. Pre-op CT and images in qms: quality of CT images are good - agree with CT measurements - area 315 with mild calcification - large stj procedural cine - implanted loop recorder seen - mild calcified annulus - valve across annulus in good position, coaxial and centered before inflation · valve deployed correctly; at end of deflation, valve jumps aortic (good pacing) · no image of valve embolization · valve seen in aortic arch, appears caught by left subclavian artery · post dilatation of embolized valve · carotid arteries and left subclavian artery patent impression/recommendations: CT measurements show aortic valve area 415mm. It¿s important to remind that the rules for sizing xt and s3 are different. When implanting a sapien xt with borderline area, large stj and mild calcification it is common practice to implant the 26mm xt with less volume to avoid annulus rupture and to reduce pvl risk. If the annulus has bulky calcification and/or a small stj (with an area of 415) it is common practice to a 23mm xt with nominal inflation. This concept differs with sapien 3. CT images show the left peripheral access is better choice for tf, however mld may be too small for an 18f sheath. Post dilatation (with extra volume) of embolized valve in aortic arch at the subclavian take off can lead to an aortic rupture.

Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the event appears related to procedural factors (image intensifier angle). In addition, as per report, valve deployment prior to target blood pressure parameters with possible valve undersizing may have contributed to the event. As reported, the annular area measured 24.3mm x 20.3mm with an area of 415.5mm2 by CT, which is more conducive with 26mm valve placement the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our argentinian affiliate, upon deployment of a 23mm sapien xt valve in the aortic position, during balloon deflation the valve embolized into the ascending aorta. Post dilation was performed with 24ml of volume in the aortic arch where the valve landed. As reported, the valve was positioned (50:50/60:40 aortic/ventricular) for implant and an aortogram was performed to verify the position. A decision was made to implant the valve using 19ml of volume under rapid pacing and the valve was implanted when systolic pressure was 82mmhg instead of the recommendation of 50mmhg. Post procedure discussion concluded that the valve was too high (much more aortic) at the moment of the implant (90:10 a/v). In addition, the valve moved during deployment. It appeared that the valve moved after the first aortogram and it wasn't noticed. In addition, there was speculation regarding prosthesis mismatch. The physician decided to implant a sapien xt 23mm due the access diameter. The annulus area was in-between two acceptable valve sizes and the annulus was mildly calcified. A transapical (ta) case with a 26mm valve has been scheduled. The native annulus measured 24.3mm x 20.3mm with an area of 415.5mm2 by CT. There was mild leaflet calcification and moderate aortic root calcification. The image intensifier angle was reported as fair.